Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with blurred vision in the both eyes (ou) that was discovered at a post treatment. A brief description from the surgery center indicated there was blurred vision post treatment of a photorefractive keratectomy (prk) procedure. The initial laser treatment occurred on (B)(6) 2018 that resulted in an aborted procedure as the flap was made but was not completed. The surgery center waited after the healing process and converted to a prk procedure. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. The surgery center reported the symptoms were resolved on (B)(6) 2018. Bcva from (B)(6) 2017: right eye pre-op 20/30 -6.25 x-3.75 x 6, left eye pre-op 20/30 -6.75 x -2.00 x 178. Bcva from (B)(6) 2018: right eye pre-op 20/20 .25 x-1.00 x 85, left eye pre-op 20/20 .00 x -1.00 x 50.